Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b1, h1 - this medwatch report is being voided as the previously reported event is not related to the study device or study procedure. The complaint no longer meets the criteria of a us FDA reportable event under 21 cfr part 803.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: name of index surgical procedure? - robot,eras, laparoscopic sacrocolpopexy, retropubic midurethral sling, lysis of adhesions, cystoscopy the diagnosis and indication for the index surgical procedure? - preop diagnosis: cystocele, midline [n81.11], vaginal vault prolapse after hysterectomy [n99.3], female stress incontinence [n39.3] were any concomitant procedures performed? - laparoscopic sacrocolpopexy. Other relevant patient history/concomitant medications? - no. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? - no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? - yes, patient had 2 grams of cefazolin for prophylaxis. Were cultures performed? If so, please provide the results. - urine culture: (B)(6) 2023 10,000-49,000 cfu/ml pseudomonas aeruginosa (B)(6) 2023 10,000-49,000 cfu/ml of pseudomonas aeruginosa (B)(6) 2023 negative. Please describe any medical intervention performed including medication name and results. - ciprofloxacin hcl (cipro) 500 mg tablet 2 (two) times daily for 7 days. - oral what is the physician¿s opinion as to the etiology of or contributing factors to this event? - physician's opinion: patient was treated correctly what is the patient's current status? - status: resolved. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2023, mild urinary tract infection was noted. Drug therapy was provided and the infection recovered/resolved without sequelae as of (B)(6) 2023. This event was reported as having a probable relationship with the study device and study procedure. Additional information was requested.